Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a robotic hysterectomy procedure on (B)(6)2022 when it was reported, ¿davinci tower grounding pad sensor flashing red. Nurse attempted to secure grounding pad several times. And was unable to make secure contact to resolve.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with an alternate device without any report of delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4)devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.01. Per the instructions for use, the user is advised to inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. Attach the pad connector to the generator: pads with attached cables: plug the dispersive electrode cable connector into the dispersive electrode receptacle of a contact quality monitor-capable electrosurgical generator. Initialize and operate the electrosurgical unit¿s monitoring circuit in accordance with the electrosurgical generator manufacturer¿s instructions. If an adapter is needed, attach the cable to the adapter, then insert adapter into the dispersive electrode receptacle. Pads without attached cables: inspect re-usable cable for breaks or damage. Open clamp by lifting lever arm and insert the connecting tab of the pad fully into slot beneath the lever arm. Push the lever arm down into the closed, locked position. Insert reusable cable connector into the dispersive pad receptacle of the electrosurgical unit. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used during a robotic hysterectomy procedure on (B)(6) when it was reported, ¿davinci tower grounding pad sensor flashing red. Nurse attempted to secure grounding pad several times. And was unable to make secure contact to resolve.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed as planned with an alternate device without any report of delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.